Event description:
A baxter clinical services manager called baxter corporate product surveillance to report a onelink microbore catheter extension set in which a disconnection occurred. According to the report, there was a leak detected between the angiocath and the onelink luer. The extension set was replaced. The event occurred during infusion. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available, so the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer.